Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2022,approached from the right common femoral artery, zta-pt-44-40-233-w1 (lot#:e4162618) was deployed in zone3 started from approx. 30mm distal of left subclavian artery to the descending aorta, and zta-d-42-204-w1 (lot#: e4307029) was deployed in the descending aorta. Endoleak was not recognized on final angiography right after surgery. Ballooning was performed for zta-pt-44-40-233-w1 because its sealing appeared to be not good enough due to the proform-tie after deployment of zta-pt-44-40-233-w1 and zta-d-42-204-w1. Also ballooning was performed at the overlapped position and the distal position of the distal component ((B)(4)). On (B)(6) 2022, about 1 month after the tevar, endoleak was confirmed on CT. At this point, endoleak type 1a, 3a, and 3b were suspected. On (B)(6) 2022 the angiography taken before the additional treatment of medtronic/valiant, it appeared that a contrast medium was flowing into the aneurysm from the just above the overlapped position of the proximal alpha (zta-pt-44-40-233-w1). So the doctor suspects type 3b endoleak in the end and another product (from another manufacturer 46mm x 212mm/lot# unknown) was added from zone3 (from more proximal position than zta-pt-44-40-233-w1 but not blocking left subclavian artery, left common carotid artery and brachiocephalic artery). He added product from another manufacturer from that proximal position considering the possibility of type 1a endoleak just in case. It was confirmed that the endoleak disappeared on the angiography after the surgery. 20dec2022 additional information received: ballooning was performed at the distal end of the zta-d because the distal sealing area was relatively short landing.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2022, a 78-year-old male patient underwent thoracic endovascular aortic repair (tevar) with a zta-pt-44-40-233-w1 (complaint device) and a zta-d-42-204-w1. The patients neck anatomy was reported to be of a funnel shape. Approach was gained from the right common femoral artery and the zta-pt-44-40-233-w1 (complaint device) was deployed in zone 3 starting from approx. 30mm distal of left subclavian artery (lsa) to the descending aorta, and zta-d-42-204-w1 was deployed in the descending aorta. The physician reported no difficulties from insertion of the delivery system to the unsheathing. On the final angiography, no endoleak was observed, but ballooning was performed for zta-pt-44-40-233-w1(complaint device) as the physician reported that the sealing appeared to ¿not be good enough¿ due to the proform-tie. Also, ballooning was performed at the overlapped position and the distal position of the distal component as the distal sealing area was relatively short landing. On (B)(6) 2022, endoleak was confirmed on computerized tomography (CT). At this point, endoleak type 1a, 3a, and 3b were suspected. On (B)(6) 2022, an angiography was taken before the additional treatment, and it appeared that a contrast medium was flowing into the aneurysm from just above the overlapped position (4th stent) of the proximal zta-pt-44-40-233-w1 (compliant device). The physician suspected a type 3b endoleak ((B)(4)) and a device from another manufacturer was added from zone3. The stent from another manufacturer was placed from more proximal position than zta-pt-44-40-233-w1 (without blocking lsa, left common carotid artery, basilar artery) to also address the possibility of a type ia endoleak. It was confirmed that the endoleak disappeared on the angiography after the surgery. No adverse effect on the patient has been reported. The device was not returned. One-month post implantation cta images were provided and imaging review has been performed by an imaging expert. Findings in the imaging review: ¿the zta-p bare and sealing stents tilted towards the inner aortic curvature. This is the expected post molding balloon angioplasty appearance of a sealing stent that initially deployed perched on the inner aortic curvature. Since perching occurs during pro-form suture release, the appearance is consistent with report¿s assumption of pro-form suture interference as the cause. The sealing stent was 13.8mm short of being parallel with the aortic centerline. The second mainbody stent was underneath. This focally eliminated sealing stent contact with the aortic wall along the inner aortic curvature.¿ impression in the imaging review: ¿the sealing and first mainbody stent configurations were most consistent with sealing stent tipping towards and likely perching on the inner aortic curvature during pro-form suture release. Although crowding of the sealing and first second mainbody stents is normal on the inner aortic curvature, the expected arrangement is for the second mainbody stent to be inside rather than outside the sealing stent. The second mainbody stent¿s position outside the sealing stent is more consistent with tipping of the sealing stent towards the inner aortic curvature during pro-form suture release and subsequent angioplasty. This proximal graft configuration would have interfered with the proximal seal and could have contributed to a type ia endoleak.¿ no evidence to suggest that the product was not manufactured according to specifications. Based on the provided information and the imaging review it appears that the sealing stent initially was deployed perched on the inner aortic curvature during proform suture release. The perching could have caused a type 1a endoleak by preventing sealing stent apposition. However, a type ia endoleak could not be confirmed from the imaging review. It has not been possible to establish an exact cause of the event, but factors such as the patient¿s anatomy and unequal stent release from the pro-form tie could contribute to the event. Cook will reopen the investigation if further information or images is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.